Event description:
Event description cpi received information that this implantable pulse generator (ipg) and lead, model 4285, serial number 205601, was not used at implant due to a loss of output. The lead was capped and will not be returned for analysis.